Event description:
It was reported that a couple of days following a laparoscopic cholecystectomy, the pt experienced a topical skin reaction. It was a perfect circle at the site of the trocar entry point. Five days post-op, the pt was started on steroids for the reaction.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.